Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming bolus settings).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose of over 40mg/dl with cognitive impairment, confusion and slurred speech. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Troubleshooting was completed and all settings were correct. Troubleshooting also revealed that the bolus settings were incorrectly programmed. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error in incorrectly programming bolus settings.